Manufacturer narrative:
This report is being supplemented to correct the aware date in g3, based on the reportable malfunction was found during service of the device at the olympus repair center. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that error code e222 displays when a communication failure between camera head and processor occurs. The root cause of the communication failure could not be identified. This issue is addressed in the instructions for use (IFU). ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor the field performance of this device.

Event description:
New information: procedure was a laparoscopy; procedure completed using another device.

Event description:
A customer reported that the 4k camera head had a focus/light issue. The issue occurred during preparation for use. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing, e222 error code appeared intermittently due to contact failure of the video connector/cable. There were no reports of patient or user harm due to the event. This medical device report (MDR) is being submitted to capture the reportable event found during evaluation.

Manufacturer narrative:
During the device evaluation, a faded label on the rear cover was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received from the customer.